Manufacturer narrative:
The received device had the cannula assembly fully deployed and the adhesive pad attached to the bottom housing. Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was bent. It could not be determined when this damage occurred. Blood residue was observed on the adhesive pad. Investigation results found no evidence of any damage or manufacturing deficiencies that would cause bleeding or bruising at the infusion site. The exact cause of the reported bleeding and bruising could not be determined. No damages or defects were observed with the adhesive pad or the adhesive pad's welds. The cause of the reported adhesive failure could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level read "high" indicating that it was greater than 400 mg/dl while wearing the pod between 4 and 24 hours. The pod adhesive was reported to be loose, and the infusion site was noted to be bruised. When removed from the infusion site (abdomen), the pod's cannula was found bent. Ketones were checked and a trace were noted to be present. As treatment, insulin was taken, a new pod was applied, and the patient drank water.